Event description:
It was reported a filter did not appear to open completely following deployment and migrated to the pulmonary artery. The filter was successfully retrieved utilizing a snare. Another filter was placed to successfully complete the proceudre. Pt is good. The deivce has not been recieved for evalution. Therefore not failure analysis is available. A lot search was performed and revealed no other complaints to date on this lot number. The co's follow-up could not confirm if continual flushing of the carrier system during the implant procedure was performed which may have contributed to this event. However, co is unable to determine the exact cause for this event.